Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The sac growth of 33mm complaint is confirmed, no endoleak was identified with the medical records provided. The reline with a non endologix product is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was discharged on the first post operative day home stable following a successful endovascular repair. The clinical assessment determined that there was evidence to reasonably suggest that following the index procedure (date unknown), the patient developed lower leg ischemia requiring a right femoral artery endartectomy, thrombectomy and placement of an additional left limb stent for stenosis occurred that was not included in the event as reported. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, sac growth (10cm) was identified with no visible endoleak present. An intervention was completed. The physician elected to reline the original implanted devices with non-endologix (gore) devices. The patient was reported as doing well.